Event description:
Cath lab reported a blockage when using right femoral artery for cathsite. Left brachial used. CT post cath showed retained coating from the tip of the guide wire. Pt underwent urgent surgical removal.